Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there no signs of contamination in the imaging system and that the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spine based procedure, infection rates were increasing for patients where the imaging system was used. No additional information was provided.

Manufacturer narrative:
Additional information provided. Correction: patient codes updated to include iatrogenic source. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the site confirmed that they do not use a sterile drape.